Event description:
Patient presented to the physician with an infection at the chest incision site and wound dehiscence exposing the ipg. Physician brought the patient into the or, removed the ipg, irrigated the pocket with saline and antibiotic solution, placed the ipg in a tyrx pouch, re-sutured, and closed the incision. Patient was admitted overnight for observation, and IV antibiotics were initiated. Postoperative antibiotics were prescribed.